Manufacturer narrative:
810 nm ophthalmic laser systems are intended to deliver thermal (laser) energy to deliver an insult (burn) to the ciliary body. Scleral burns are a known and predicted complication associated with the use of any 810nm ophthalmic laser system (console and delivery device) when used to deliver transscleral treatment. Scleral burns are typically superficial and typically pose no long-term threat to the patient (i.e., no adverse effect on patient disease state, no requirement for additional future care). Typically, these burns resolve within 24-48 hours post op without additional intervention. The result of these burns requires no post-operative management nor change to the post-operative medication regimen within the normal post-operative appointment schedule. The most likely cause of the reported adverse event is suspected to be contamination (e.g., blood, tissue or betadine) on the probe tip when the laser was activated. The micropulse p3 delivery device IFU warns that contamination at tip may cause ophthalmic burns: "contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation". The micropulse p3 delivery device IFU warns that use in pigmented eyes may cause ophthalmic burns: "heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation." The user reported that there was pigmentation present in the surgical field.

Event description:
It was reported to iridex that a patient experienced a sclearl burn duing treatment with the micropulse p3 probe delivery device. There is no additional information regarding the reported adverse event. The adverse event is currently being investigated and iridex has contacted the complainant to gather further informaiton of the reported adverse event.